Manufacturer narrative:
Concomitant medical products: dtba2d1 device, implanted: (B)(6) 2017; 4076-52 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced an infection at the site of the cardiac resynchronization therapy defibrillator (crt-d). It was noted eleven days after implant, the patient was seen due to the incision site showing redness at one end of the incision. At the time, the incision site was cleaned and redressed. Approximately five weeks later, it was noted the area of the device site was worse, as it was edematous and reddened. The patient was given antibiotics and extraction of the crt-d system was planned due to infection. During the extraction procedure, the crt-d, right ventricular (rv) lead and right atrial (ra) lead were explanted. Upon extraction of the lv lead, the physician noted the part which was on the coronary sinus would not come and the lead snapped. The lv lead was partially explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically fractured due to pulling/ stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.